Event description:
Customer reported that a pt presented at the user facility on 12/19/1997 with abdominal pains. An icon hcg test for pregnancy was performed on the pts serum with negative results. All controls performed as expected. The pt was then given x-rays of the chest, kidneys, ureter and bladder. The x-rays did not identify a cause of the abdominal pain. On 1/3/98 the pt was given an ultrasound and a fetus of approx 5 weeks was identified. No pt sample was available for further testing. Pt indicated that her last menses was 11/28/97. The icon hcg kit instructions indicate that the sensitivity for serum sample is 10mlu/ml and in most cases elevated hcg will be detected in the first week after implantation or 4-5 days before a missed menses. Estimated missed menses for this pt would be approx 12/27/97. Based on currently available info, it appears that the hcg levels may have been below 10 mlu/ml on 12/19/97. If this is the case, then icon hcg test kit performed according to labeled claims. Labeling also states that when a negative result is obtained and pregnancy is suspected, a second icno hcg test should be performed on a new sample 48 hours or more after the initial test.